Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers cubie was not opening. User confirmed that drawer would open but cubie lid did not open and medicine was taken out but not removed from actual bin. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) assisted the customer after medications were accidentally unloaded and left inside the cubie. The fse removed the medications from the cubie and returned them to the customer for proper reloading. The customer reloaded the medications into the pyxis unit and successfully entered them back into the system. The system functioned as intended after the field service engineer (fse) resolved the issue.